Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube the stopper pops out of the tube. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the tube cap came off on two occasions thus resulting in decapping issue."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube the stopper pops out of the tube. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the tube cap came off on two occasions thus resulting in decapping issue."